Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photo. The image shows a used guidewire with evidence of unraveling towards the proximal end, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel.". The customer report of an unraveled guidewire was confirmed by visual inspection of the customer supplied photo. The image shows a used guidewire with evidence of unraveling towards the proximal end, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "she was trying to get a femoral line on an obese patient. She struggled getting the needle into the artery due to the size of the patient. Once the needle was in the artery she was at a steep angle and was meeting resistance with the guidewire. She had trouble threading the guidewire in and was meeting resistance. She removed the guidewire and needle, and the wire started to uncoil. She had to grab a different wire. She was able to complete the insertion with the second wire." There was no medical intervention required. The patient's current condition is unknown at this time.

Event description:
It was reported "she was trying to get a femoral line on an obese patient. She struggled getting the needle into the artery due to the size of the patient. Once the needle was in the artery she was at a steep angle and was meeting resistance with the guidewire. She had trouble threading the guidewire in and was meeting resistance. She removed the guidewire and needle, and the wire started to uncoil. She had to grab a different wire. She was able to complete the insertion with the second wire." There was no medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4)